Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for analysis. Post procedural images were not provided; therefore the reported event could not be confirmed. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies in-stent thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that after a fred stent was implanted in a patient, the internal caroted artery (ica) clotted off just proximal to the fred stent. The patient experienced right sided weakness and aphasia. The patient was brought back for ia drug therapy and clot removal; however, symptoms of aphasia and hemiparesis persisted. The patient underwent ica bypass surgery to restore flow beyond the fred stent. Reportedly, cerebral infarction was noted on recent CT scan.